Manufacturer narrative:
Batch review performed on 22 sept 2025: moto partial knee 02.15.e029 moto patella e-cross ø29 (k213071) lot. 2313305: (B)(4) items manufactured and released on 11 oct 2023. Expiration date: 24 sept 2028. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Conclusion: aseptic loosening is a possible literature-described adverse event after primary knee arthroplasties and causes are often unknown. There is no indication that any potential issue with the device may have caused or contributed to the event. No previous case has been addressed to a device design or manufacturing related root cause.

Event description:
After 1 year and 2 months, the patient presented with pain of unknown cause. The surgeon diagnosed a loose patella and revised the knee from partial to total knee replacement. The surgery was completed successfully.